Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Supplemental report submitted to include additional information received through investigation. UDI: (B)(4). The device was not returned for evaluation as it was reported to have been discarded. Therefore, the report of torn balloon and insertion difficulty were unable to be confirmed. Due to unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of lot history and DHR revealed no additional complaints for the relevant complaint codes. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. Per IFU and training: valve delivery: advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. Note: maintain the proper orientation of the flex catheter throughout the procedure. The delivery system articulates in a direction opposite from the flush port. Caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. Caution: to prevent possible leaflet damage, the valve should not remain in the sheath for over 5 minutes. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. Warning: to prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Caution: do not turn the fine adjustment wheel if the balloon lock is not engaged. Warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Caution: maintain guidewire position during valve alignment. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Advance the catheter and use the flex wheel, if needed, and cross the valve. Note: verify the orientation of the edwards logo to ensure proper articulation. The delivery system articulates in a direction opposite from the flush port. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Verify the correct position of the valve with respect to the target location. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. As reported, the case was a right transcarotid approach and the operator initially started to do gross valve alignment within the esheath. The operator realized this and the stopped alignment and pushed the valve/ds though the esheath. Performing gross alignment (moving the crimped valve from crimp balloon to proximal end of inflation balloon) while the crimped valve still inside the sheath would create a larger profile. A larger profile makes it more difficult to advance the delivery system through the sheath and increase the necessary push force resulting in the reported insertion difficulty. Per the delivery system IFU, ¿warning: if valve alignment is not performed in a straight section of vasculature (outside of esheath), there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.¿ deviation from the procedural guidance may have damaged the balloon and resulted in the balloon torn. Valve alignment within the sheath can create a higher than usual force. A higher force can weaken the bond between the inflation balloon and the crimp balloon resulting in the reported balloon tear and the inability to inflate the balloon. A definitive root cause is unable to be determined, however available information suggests that procedural factors (deviation from procedural manual) may have contributed to the complaint events. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation for this event is ongoing. A supplemental report will be completed upon completion of the engineering evaluation.

Event description:
As reported by an edwards field clinical specialist, during a right transcarotid approach,  the operator initially started to do gross valve alignment within the esheath. The operator realized this,  stopped alignment and pushed the valve/delivery system though the esheath. There was some resistance felt as the valve was now on the inflation balloon and the valve had a slight larger profile. The operator then continued aligning the valve in the ascending aorta.  Once across the annulus, the balloon did not inflate at all, contrast came out and there was blood within the inflation device. The delivery system and esheath were removed without any issues or injury to the patient. A new tavr was implanted.  The device was not looked at on the back table, but from discussion with an edwards clinician, it was likely a balloon torn (ic bond) issue. The ds and sheath were discarded.